Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm force bipolar instrument was analyzed and found to have a dislodged grip tang near the base of the grip tip. This causes jaws not to be removed from the trocar properly. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use and can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that during central processing, the 8mm force bipolar instrument was defective. There was no report of patient involvement.